Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was not satisfied and unable to use the device due to fluid loss from the tubing leading from the pump to the reservoir, which was attributed to normal wear. The device was explanted and replaced with a new system. There were no patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.